Manufacturer narrative:
The initial reporter also notified the FDA on 08/11/2017 via medwatch (B)(4). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the luer adapter on a bd vacutainer® multiple sample luer adapter stuck in a cvc during use. ER visit, new cvc and overnight hospital stay required.

Manufacturer narrative:
Investigation: investigation summary: bd received unused samples from the customer facility for investigation. Mechanical testing was conducted, and all samples met the required specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd¿s IFU includes precautions and recommendations (see below) that would suggest that a bd vacutainer® luer-lok¿ access device should have been used in this application. A luer adapter is not recommended for connection to indwelling catheters/ports. "Do not use luer adapters for connection to indwelling catheters/ports; use a bd vacutainer® luer-lok¿ access device instead." Investigation conclusion: based on evaluation of the customer samples that were received, the customer¿s indicated failure mode with the incident lot was not observed. Upon mechanical testing of the customer samples, all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The results of internal testing show acceptable performance. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.